Event description:
It was reported, the patient recently had a pacemaker implanted due to a sudden drop in his heart rate. It was further reported when the patient attempted to use his stimulator, his heart rate stayed at 102bpm for the entire day stimulation was in use. The following day upon turning off the stimulation the patient's heart rate went back to normal. The patient inquired about the indications of the scs system with the pacemaker. The patient was advised the scs system is contra indicated for patients with demand-type cardiac pacemakers. The patient was advised to keep the stimulator off and discuss the incident with his cardiologist to address the concerns.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.